Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, customer was using admelog for insulin therapy. Additionally, customer believes consuming expired birth control contributed to the event. Reportedly, the customer required assistance from to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.